Manufacturer narrative:
The product evaluation for this device has been revised to state that the customer's report of stenosis could not be confirmed. Research and development conducted additional testing and concluded with the following: this valved conduit reportedly was explanted after approximately 24 years due to anastomotic stenosis of the graft. As received, the majority of the conduit graft material was previously removed from the porcine bioprosthetic heart valve, so the anastomotic stenosis of the graft could not be confirmed. The surgeon affirmed that the device did not cause or contribute to the need for explant. As received, the porcine bioprosthetic heart valve appears to be grossly normal and reasonably well preserved. The leaflets were flexible as received. X-rays demonstrate appreciable calcification in the aortic annulus, with no detectable tissue calcification evident in the leaflets. Histology showed the bioprosthetic leaflet tissue is structurally intact and reasonably well stained and preserved, suggesting normal functionality of the bioprosthetic valve. There is essentially no calcification in the valve leaflets. Overall, the valve appears to be in good mechanical condition considering the implant duration of approximately 24 years. These results are consistent with the statement by the surgeon that the device did not cause or contribute to the need for explant.

Event description:
Edwards received information a valved conduit, implanted for approximately twenty-four (24) years, was explanted due to anastomotic stenosis of the graft. It was reported that the valved conduit was originally implanted for rastelli operation to correct pulmonary stenosis. The device was replaced with a 20mm graft and a 19mm aortic valve with no adverse patient effects. No patient, product or procedure details are available.

Manufacturer narrative:
Evaluation summary: customer report of stenosis could be confirmed. Minimal to moderate calcification was observed on the aortic walls of the right coronary leaflet and moderate calcification was observed on the aortic wall of the left coronary leaflet. The belly of the left coronary leaflet exhibited minimal to moderate calcification. Swollen and opaque fiber bundles were observed on all three leaflets. Calcification and fiber bundles could have restricted mobility in one leaflet and lead to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated calcification, no visible inconsistencies observed on wireform. Valve will be sent to (B)(4) for histology testing. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the aortic valve was implanted in a conduit in the pulmonary position and exhibited calcification, host tissue overgrowth and fibrosis. No patient information was provided; therefore, we are unable to determine conclusively root cause for failure of this device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Fibrosis most often results in mixed regurgitation and stenosis, with thickened, stiff, and often foreshortened leaflets, the edges of which are sometimes fused. The fibrotic process may be restricted to the leaflets themselves; however, the fibrosis may represent tissue ingrowth from a source extrinsic to the leaflets, similar to that of pannus formation.